Manufacturer narrative:
Previous gi bleeding reported under MFR # 2916596-2021-03340. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient fell at home. The patient tripped over walker and denied dizziness or syncope. The patient's lactate dehydrogenase (ldh) had been uptrending and was 663 upon admission to the hospital on (B)(6) 2021. The patient's international normalized ratio (inr) was 1.4 - 1.8 due to history of gastrointestinal (gi) bleeding. Ramp echo was performed and despite patient being on intravenous heparin, ldh continued to rise to 769. Request for review of log files to rule out pump thrombosis. It was indicated that the patient¿s clinical presentation showed signs and symptoms of possible thrombus. The data that was reviewed did not contain attributes which would lead us to suspect the presence of thrombus within the motor chamber; however that did not mean that thrombus was not present in the circulatory loop. In addition, the log file also captured a yellow wrench alarm ¿replace system controller, lcd fault¿ that occurred on (B)(6) 2021 and (B)(6) 2021. This alarm can occur when there is a momentary loss of communication between the controller processor and the lcd screen. The alarm resolved on its own and did not affect the performance of the pump. There was no need to replace controller. Otherwise, there were no other notable alarm conditions or parameter changes in the log file. The vad (ventricular assist device) was functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected device thrombosis could not be confirmed through this evaluation. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. The submitted log files collectively contained data from (B)(6) 2021 through (B)(6) 2021. No notable events were captured. The pump appeared to function as intended, operating above the low speed limit for the duration of the files. The account later communicated that the cause for the ldh increase was pump thrombosis. The account reportedly confirmed thrombus. It was noted that the patient¿s low international normalized ratio (inr) goal may have contributed to the thrombus. There were no changes to pump parameters that may have contributed to the thrombus. The patient felt lethargy, dizziness, and dyspnea on exertion. The patient ultimately received a pump exchange to a heartmate 3 pump on (B)(6) 2021 and the device was returned for evaluation (refer to manufacturer's report number 2916596-2021-03609). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii lvas. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1 of this IFU. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17jul2017. No further information was provided. The manufacturer is closing the file on this event.